Event description:
A customer observed three repeatable false low calcium results tested on the vitros 5,1 analyzer. One of the three results was reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
During the event investigation, the customer confirmed that a bun slide cartridge was manually loaded into the slide supply position that had been incorrectly identified as containing a calcium cartridge. Acceptable calcium results were obtained after the customer correctly loaded a calcium cartridge in the slide supply and reprocessed the affected samples. No malfunctioned occurred. The vitros 5,1 operated as programmed and intended. The root cause of the event is user error.